Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon hooking up a pacing lead to the ventricular channel of the external pulse generator (epg) that was placed on the mid-right ventricular (rv) septum of the patient, there was a failure to capture at any output, as well as sensed events on the epg that followed pacing. The lead was placed into the atrial port of the epg, which resolved the issue. It was noted that the evidence suggested a circuit failure in the ventricular port of the epg. The epg is expected to be returned for repair. No patient complications have been reported as a result of this event.